Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that during patient use the ventilator was alarming vent inoperable, circuit fault, low exhaled volume (ve), apnea interval, and transducer fault. The ventilator was removed from the patient and there was no harm.